Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred for 8jlje2. Data was provided for evaluation and the allegation was confirmed for 8gx8ps. The probable cause was determined to be a low transmitter battery. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4). D4: additional device information - correction h2: correction h4: device manufacture date - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred for (B)(4). Product and data was provided for evaluation and the allegation was confirmed for 8gx8ps. The probable cause was determined to be a low transmitter battery. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.